Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the subject crt-d was implanted with an lv lead on (B)(6) 2018, and connected to the ra and rv leads that have been implanted since (B)(6) 2012. The patient is pacing-dependent. On (B)(6) 2021, noise oversensing in the right ventricular channel with pacing inhibition was observed in the remote monitoring report, without inappropriate shock delivery. Rv lead breakage is suspected. The device was reprogrammed to doo mode, 70 min-1 and a re-intervention has been scheduled for (B)(6) 2021 to check the system and implant a new rv lead if necessary.